Event description:
Follow up information received from the patient reported that the circumstance that led up to the leg pain was that the device was not programmed properly. The device was reprogrammed and the patient stated that they leg pain was ¿mostly¿ resolved.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-may-12. The rep stated that they requested further information but have not gotten an answer back yet. Additional information was received from the rep on 2017-may-18. The rep stated that they met with the patient on (B)(6) 2017. They attempted to reprogram the device. They were able to get lower right back coverage and knee to toe coverage. However, the toe coverage was not as robust. The rep said the patient¿s pain was normal neuropathic pain. The rep indicated that the information was not confirmed with the physician because it is not their account, but they informed the rep whose account it is. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that since (B)(6) 2016 they had pain in the back of their leg and experienced a loss of therapy. The consumer saw their healthcare provider (hcp) on (B)(6) who told them they thought the pain was stemming from their spinal cord so they wanted the manufacturer¿s representative (rep) to come to an appointment to adjust the settings to help with the pain and show the consumer how to use the patient programmer (pp).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated that he has had the implantable neurostimulator (ins) for 4 years and therapy was helpful upon implant, but gradually , the patient's pain went away so patient no longer uses the therapy. Patient indicated that for at least two years now, she had developed neuropathy and asked if there have been known cases of spinal cord stimulation therapy causing neuropathy. Known adverse events were reviewed for the patient. It was also reviewed for the patient that if the ins has been around for as long as it has, and patient had it for years, the manufacturer would likely know if neuropathy was a known adverse event or not. Patient stated that they had an appointment with the neurosurgeon to discuss potential ins removal.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that they are out of state and looking for a manufacturer representative (rep) to help with an adjustment of the stimulator so they can get some relief from the pain they are having. The pain was noted to be off and on since being implanted and they noted that they have not been doing well. The patient contacted a rep about 8 days ago who was not able to meet the patient until the 24th so the patient was redirected to a different rep but the patient has been unable to get in contact with them after leaving them a message this past friday. The patient also noted being in contact with a healthcare professional (hcp) in the area. The patient noted that in the past they saw a different rep 3 or 4 times who reprogrammed the patient for their pain but the patient could not remember the dates they saw that rep. An email was sent to the rep the patient was unable to get in contact with to have them reach out to the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.